Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.5x24mm drug eluting stent to the calcified, distal left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal the physician felt resistance and it was noted that the distal edge of the stent was pulled away from the balloon. The procedure was completed with a non bsc stent. No pt complications were reported. Pt status post procedure is noted as fine.